Manufacturer narrative:
Product ID: 8709, lot# l41944, implanted: (B)(6) 1997, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2012, the patient was in the intensive care unit had meningitis and encephalitis and had to have the pump removed due to the infection ¿around that.¿ this device system delivered baclofen, it was unclear if this was lioresal. Additional information has been requested, but was not available as of the date of this report.